Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were dispatched by emergency medical services due to low blood glucose on (B)(6) 2022 with blood glucose level was 43 mg/dl. Customer¿s current blood glucose level was 102 mg/dl. Customer experienced symptoms such shaking sweating, anxiety, mental confusion, belligerence inability to follow simple commands and fatigue. The customer was treated with food for low blood glucose level. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer was using auto mode at the time of the incident. No further patient complications were reported. Troubleshooting was performed. The deice will not be returned for analysis.